Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, it was determined that the battery was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found tamper seal removed/broken: both in tact. Cracked right plunger case. The reported issue was duplicated, found 'battery not working' at power up. All battery values were zero. The cause of the reported used was due to battery no longer operates properly due to normal wear, it's 10 years old. Root cause of battery not working is due to normal wear of the battery (it is over 10 years old). Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.